Event description:
This case was reported by a consumer and described the occurrence of vision loss in a female patient who used gsk denture adhesive (formulation unknown) (corega) for product used for unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started corega (unknown) at unknown dosing. At an unknown time after using corega, the patient experienced vision loss, hemorrhage, hair loss, inflammation of lip, weight loss, bruising of leg, and muscle pain. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. The patient reported that due to ingestion of corega, she experienced hair loss, loss of sight, bleeding lips inflammation, loss of weight, bruises on legs, muscle pain, etc. The manufacturer's report number for this case is 9681138-2013-00017. Corega is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).